Event description:
It was reported that this unknown implantable device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Technical services (ts) received a request from the health care professional (hcp) for instructions on how to send data from this device in order to have it analyzed. No data has been sent to date. No adverse patient effects were reported. Once additional follow-up information is provided, this report will be updated.

Manufacturer narrative:
To date, this device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this unknown implantable device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Technical services (ts) received a request from the health care professional (hcp) for instructions on how to send data from this device in order to have it analyzed. No data has been sent to date. No adverse patient effects were reported. Once additional follow-up information is provided, this report will be updated. Additional information received indicates data analysis showed the battery consumption had been increasing at an unexpected rate, and a technical services (ts) consultant recommended device replacement or battery reassessment within 90 days. Additional information received indicates this device was explanted and replaced. Besides intervention, there were no other adverse patient effects reported.